Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a posterior lumbar interbody fusion (plif). It was reported that during the insertion of the screw into s1, the driver slipped and broke the tip off into the shank of the solera 4.75-7.5 mm screw. The health care professional (hcp) was able to remove the fragment of the driver from the patient causing no harm. The hcp did not tap the bone to size and may this may have contributed to the force required to insert the screw. On the other screws the hcp decided to tap on the driver. Navigation was aborted on the last screw. There was no delay to the procedure. No impact on patient outcome. No fragments were left in the patient.